Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump was damaged. The threading of the reservoir compartment was stated to be completely chipped away and the cusotmer was using tape to hold the reservoir in place. The customer's blood glucose was 128 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.